Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. However, data for the g6 ios was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.